Event description:
It was reported that the device check showed that the device mode went to vvi65 with a battery voltage of 2.95 volts. Review of performance data revealed that there was a power on reset. The device was reprogrammed to the original parameters. The lead remains in use. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 4076 lead, implanted: 2010-(B)(6). (B)(4).

Manufacturer narrative:
The device remains in use. Product event summary: p1501dr device returned and analyzed. Analysis of the device memory indicated a full electrical reset.